Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 11/14/2016. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed fibers/particles and residues of viscoelastic solution (ovd) on the lens indicating that the unit was handled and prepare for surgical use. Stains were also observed on the lens surface. The lens was observed not properly positioned in the lens case and broken at one side of the lens edge. One of the haptic was observed slightly distorted. The lens was also observed with a large cut. Based on the conditions of the lens returned, the customer's reported complaint could not be verified. Additional analysis revealed that there was probably dried salt buffer solution on the surface. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed.(B)(6).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that just after the implantation of an intraocular lens (iol), an oily substance or a scratch mark was observed on the optic surface. It could not be removed with the irrigation/aspiration (I/a) procedure; therefore the surgeon removed and replaced the lens. No further information was provided.